Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. For clarification the maryland bipolar forceps instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off and bare wire was exposed. No material appeared to be missing. The known common cause of this failure is mishandling/misuse. The electrical continuity test still passed. Additional observation not reported was that the instrument was found have thermal damage of the bipolar yaw pulley at the grip base. Melted char marks were present at the distal end. Any material missing from the damage of the yaw pulley is likely thermally induced rather than mechanically induced. The known common cause of this failure is mishandling/misuse. A site history was performed and no related complaints were found. A review of system logs showed that the maryland bipolar forceps was last used on system number sk0412 on (B)(6) 2020 and it had 5 lives remaining. No image or video was provided for review. This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the maryland bipolar forceps had a broken or frayed cable. There was no patient involvement at the time that the issue was identified. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use but the reporter did not know if there was any conductor wire damage at that time. The instrument reportedly did not collide with another instrument, and there was no arcing observed.